Event description:
The doctor performed a horizontal clear cornea incision with a 1.6mm keratome. He then inserted the trabectome handpiece tip through the opening. While placing a trabectome viewing lens on the patient's eye to see the distal portion of the tip advancing towards the operative side of the eye, the doctor moved the handpiece forward and slightly down and subsequently moved it backwards. Bleeding occurred and an opening in the out portion of the iris opposing the side of the incision near the outer rim, the base of the iris, became visible. Procedures to stop the bleeding to the degree that good visualization of the angle would be provided were not successful, and the trabectome surgery was not performed. The opening in the iris remained.